Event description:
It was reported that during a procedure involving one nc sprinter balloon catheter, balloon deflation difficulties were encountered. After stent deployment, it was planned to use a guidewire to advance an nc sprinter balloon for post-dilation. However, the balloon could not be deflated and was subsequently abandoned. This did not have any significant adverse effect on the procedure. A new balloon was used successfully to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a non-medtronic stent was deployed in the patient. There were no difficulties noted during inflation of the device. Three inflations were performed prior to the deflation difficulties. A pressure of 16 atm was applied for each inflation. The balloon deflated slowly for 22 seconds. Negative pressure suction was made to remove the balloon from the patient with no difficulty experienced. No surgical intervention was required to remove the balloon from the patient. A new non-medtronic balloon was successfully used for post dilation of the lesion to complete the procedure. The non-medtronic stent was fully expanded. The lesion being treated was mildly calcified, mildly tortuous with 80% stenosis in the left anterior descending artery (lad). It was not difficult to remove the protective sheath/stylette. The device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned while inflated. A concentration of 300mg/ml contrast was used with 0.9% saline solution. There was no injury to the patient as a result of the event. Initial reporter name. Patient weight provided. Correction: d3. MFR name and address. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.